Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. It was also discovered that the issue was related to the customers¿ air source, at that time. Therefore, no onsite testing was performed on the system. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the customer¿s air source and is unrelated to the functionality of the device. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic console did not give enough gas pressure. Surgery was completed after increasing the gas flow and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).